Event description:
Info received indicates the siderail end tube is broken in half, preventing the siderail from latching.

Manufacturer narrative:
The tech replaced siderail end tube, shoulder bolt and rivets to repair the stretcher.